Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted watertightness is not maintained due to holes in the curved rubber caused by external factors. The curved rubber adhesive is missing. The adhesive part of the lighting lens is peeled off. The forceps stand noted broken. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. The forceps stopper is loose . There are scratches on the operation , the tip cover part , lighting lens , switch box , operation part cover , up / down angle knob unit, grip, knobs (right/left), scope connector due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported with an issue of a-rubber (bending part) pinhole. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the lightning lens peeled off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility instruct the method of handling of the device regarding usage environment, etc. Olympus will continue to monitor field performance for this device.